Event description:
It was reported that the demo control module's lcd screen will not respond to touch. There was no pt involvement.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. It was found the lcd display would not respond to touch per the customer complaint. The analysis site replaced the uniboard, the front lcd housing assembly, the touchscreen cable, and the lcd cable to correct the customer's complaint. As part of the standard service process replaced the muffler and applied dow corning lubricant to the dc motors. The device history record has been reviewed and has passed qa inspection. After servicing the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.